Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. The patient described the area as a bleeding open wound under the shoulder strap. There was no alleged device malfunction contributing to the irritation. The patient¿s rn nurse applied gauze to the affected area and the physician prescribed a powder for the wound. The outcome of the irritation is unknown as follow up attempts were unsuccessful.